Event description:
It was reported, that during an unspecified surgical procedure. It was discovered, that the drive button on the compact air drive device was locked. It was not reported, if there were any delays to the surgical procedure. It was reported, that a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that )the reported condition of the sticky trigger was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had an insufficient/low power, ran in unexpected direction/mode and made an unexpected noise. It was further determined that the device failed pretest for check forward and reverse mode function, check for noticeable untrue running, check for noticeable noise, check power with power test bench and check starting behavior. The assignable root cause was determined to be traced to user, which is user error.